Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the tubing on the catheter broke itself. During arrhythmia procedure a intellanav mifi open-irrigated ablation catheter, the tubing of the catheter was found to be broken following ablation. No patient complications were reported.